Event description:
Left hip washout and head and liner change secondary to infection. Doctor noted signs of mechanical wear/early metalosis of the head and discolouration of the poly liner.

Manufacturer narrative:
Reported event: an event regarding infection and wear (metallosis) involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: the metal femoral head was returned assembled to the poly liner. There is a small amount of dark material evident on the inner taper of the head. There is nothing else remarkable to note. Material analysis: visual inspection noted that there is a small amount of dark material evident on the inner taper of the head. As the femoral stem was not returned, the condition of the stem taper cannot be assessed. Based on the information available, there is no indication from this that there is any material or manufacturing defect with this device and therefore no further material analysis is required. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the ap pelvis x-ray demonstrated bilateral tha in anatomic position without evidence of loosening or mechanical complication. The brief operative note described an I and d with liner and head exchange undertaken due to infection. Revision head and liner exchange with an I and d is confirmed." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. Signs of mechanical wear/early metallosis were observed intraoperatively. Visual inspection noted that there is a small amount of dark material evident on the inner taper of the head. As the femoral stem was not returned, the condition of the stem taper cannot be assessed. Based on the information available, there is no indication from this that there is any material or manufacturing defect with this device and therefore no further material analysis is required. A review of the provided medical information by a clinical consultant did not confirm the infection or wear/metallosis events. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, the primary/revision operative reports, and patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Left hip washout and head and liner change secondary to infection. Doctor noted signs of mechanical wear/early metalosis of the head and discolouration of the poly liner.